Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and far-field noise resulting in false auto mode switch episodes. The patient was asymptomatic. Chest x-ray confirmed lead dislodgement. The lead was capped and replaced on (B)(6) 2016. The patient recovered without incident and tolerated the procedure well. The patient's condition was stable during the post-operative follow-up.